Event description:
On (b0(6) 2013, for cardiohelp unit (B)(4) . A maquet field service technician reported receiving a "battery 2 needs service" message. The batteries are able to be charged and calibrated without a problem. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The batteries were replaced and the defective ones were returned to mcp for investigation. Life cycle engineering (lce) report was completed for the investigation of the batteries. The report concluded that the error message was the result of a dc voltage drop from the dc power supply during the service testing. There were no problems identified for the batteries. (B)(4).